Event description:
Information received indicates after placing the bed into brake, the brake pedal will slowly pop back out of brake.

Manufacturer narrative:
The technician replaced the brake detent and the four casters. Mod 424 is a field corrective action which replaces the brake detent mechanism, brake/steer pedals and adjusts all four casters of the affinity 4 birthing bed.